Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins did not hold a charge and the patient was constantly charging. In the beginning, it would hold a charge for two days and now it required to be charged more often. Their pain was back and the patient wanted to know if they could get a new device put in. The patient was redirected to their healthcare provider to further address their options.